Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty inserting the clip introducer over the clip resulting in torn clip introducer appears to be related to the reported improper or incorrect procedure or method (failure to follow steps/instructions). The reported improper or incorrect procedure or method was due to the user error of aggressively advancing the clip introducer. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a tear on the clip introducer. It was reported that a mitraclip procedure was performed to treat mitral regurgitation. During preparation, as the clip introducer was advanced to the clip, it got caught on the clip arm. As the clip introducer was pulled off the clip arm it created a small tear at the tip of the introducer. The clip introducer was advanced aggressively that may have caused the tear of the clip introducer. A new clip was used with no reported issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.